Manufacturer narrative:
Pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Unit was unable to communicate with the test guardian link transmitter, problem isolated to pcb2. Unable to verify change sensor alarm or calibration not accepted alert due to communication anomaly.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that he just changed the set at the same time of the sensor. The device will be returned for analysis.